Manufacturer narrative:
Follow-up #1 date of submission 03/08/2016-product analysis:the device was returned and evaluated by product analysis on 02/23/2016 with the following findings:review of the pump¿s black box revealed evidence of the complaint. The pump failed to detect the cartridge during the load step. The pump¿s force sensor calibration was out of specification. Moisture was observed on the force sensor circuit. Unrelated to the complaint, a pump case crack was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.